Event description:
Manufacturer reference number ot248140.

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights ¿ x-ten. As it was stated, plastic handles were broken and photo evidence reveals that there is chipped plastic on handles. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred the light head did not meet its specification due to defective handles with missing plastic particles and it contributed to the event. It is unknown if the device was being used for the patient treatment when the issue occurred. The possible root cause of the issue is related to improper usage, it is supposed that aggressive cleaning products combined with mechanical stresses during the handling are the most probable root causes. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Issue is being investigated by manufacturer. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of the surgical light- x-ten. As it was stated, plastic handles were broken and photo evidence reveals that there is chipped plastic on handles. There was no injury reported, however it was decided to report this issue based on the potential as any particles falling off into the sterile field or during operation might be a source of contamination.

Manufacturer narrative:
The issue is still being investigating by the manufacturing site.

Event description:
Manufacturer reference number (B)(4).